Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device. The returned drill bit was confirmed to be broken at the distal tip. The returned device is approximately 120.75 mm therefore the broken piece is approximately 19.25mm in length. The broken fragment was not returned. No other issues were noted with the returned device. A visual inspection and drawing review were performed as part of this investigation. The complaint is confirmed. Replication of the complaint condition is not applicable as the device is already broken. No additional malfunctions were observed during investigation. The following drawings were reviewed during investigation: drill bit 3 flutes. The diameter of the drill bit was measured to be 1.98 mm which is within the specification of 2.0 mm +0/-0.03 per drawing. Measured using mitutoyo caliper. The design history was not found to impact the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned parts were determined to be suitable for the intended use when employed. No definitive root cause was able to be determined. The breakage likely occurred due to off axis force during use and possibly hard bone. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient height is (B)(6). Device is an instrument and is not implanted/explanted. The subject device has been received and is currently undergoing investigation; the results are pending completion. A device history record review was performed for the subject device lot. Manufacturer: synthes (B)(4). Date of manufacture: sep 18, 2015. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a procedure on (B)(6) 2017, as the surgeon was drilling through the first metatarsal fusion plate with a 2.0 mm drill bit, upon advancing the drill bit, approximately 5-8 mm of the drill bit broke. The broken drill fragment was not retrieved and was retained in the patient's bone. Additional images were taken during surgery to verify the fragment placement. The surgery was successfully completed with a ten minute delay. There was no additional patient harm. Concomitant device: plate (item 3 unknown, lot # unknown, quantity 1 each). This report is 1 of 1 for com-(B)(4).